Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture and infection involving an unknown hip implant was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient presented with an acute acetabular fracture with protrusion of his acetabular component and pelvic discontinuity in the setting of a chronically infected total hip. The event was not confirmed. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control. Infection due to bacterial contamination, as supplied from the manufacturer, is an extremely rare event. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the device identification, return of the device, lot details, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per pss implant request: failed left total hip arthroplasty with acetabular fracture and pelvic discontinuity. The patient presented with an acute acetabular fracture with protrusio of his acetabular component and pelvic discontinuity in the setting of a chronically infected total hip. I performed a resection arthroplasty and placed antibiotic-coated prosthesis as a staged surgery. There is a cemented exeter stem with a cemented polyethylene cup.